Event description:
Customer reported the insulin pump alarmed "no delivery" for the past couple of days. Customer stated the device gets to three or four units and the device alarms. Troubleshooting was performed. Customer's blood glucose was 177 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Customer was advised to run five unit fixed prime, insulin did exit. Customer was advised it might be a site issue. Customer was advised to do a complete set change, device alarmed during fill tubing process. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device alarmed. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.